Manufacturer narrative:
A ge service representative performed an on site investigation. The f5 fuse and the table floppy drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2600 system x-ray would not work during a case. Also the table would not boot up. No patient injury was reported.